Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The observation was confirmed. The investigation revealed that the device's status indicator displays a large black spot in the center of its lens, which is indicative of physical damage. The indicator still functions correctly, switching from "ready" to "do not use' conditions per specifications. Replacement of the status indicator will resolve the issue. The device will be updated, tested and returned to the customer upon approval of a purchase order.

Event description:
The device returned for maintenance when service identified that, the status indicator is indicating a black circle in the middle, even when the battery is removed. No patient involvement.